Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow block alarm event on 09-jun-2024. The occlusion/blockage was located at the tubing. The patient changed the supplies and resumed insulin therapy. No further information available.